Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's blood glucose was rose to 258 mg/dl while the pod was worn between 5 and 24 hours on the leg. Corrective bolus was administered, but the patient's blood glucose remained elevated. As treatment, the pod was replaced. Investigation of the pod found a flattened cannula.